Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 6 months after the dental implant was placed in ada site #24 of the patient's mouth non osseointegration was observed. The patient has a history of controlled diabetes mellitus and presented with trauma/accident. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that 6 months after the dental implant was placed in ada site #24 of the patient's mouth non osseointegration was observed. The patient has a history of controlled diabetes mellitus and presented with trauma/accident. There were no reported patient injuries or complications.